Manufacturer narrative:
During preventive maintenance, the airflow was determined to not meet specification. Given the age of the device, the service technician performed a full preventive maintenance and replaced motor drive components. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in patient use.